Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported via phone call that the insulin pump alarmed motor error during prime. Customer was unsure if a motor position encoder error alarm occurred as well. Device was not exposed to a magnetic field. Customer does use the sensor feature and is able to complete the rewind sequence. Blood glucose value was 300 mg/dl. Customer inquired about continue using the insulin pump as they did not have a back up plan. Customer was advised to discontinue the use of the device and purchase syringes from the pharmacy. Customer was advised the device would be replaced and agreed to return the product for analysis.